Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the dressing's blister was opened. No photo was provided. A photograph was provided depicting the reported complaint issue.

Manufacturer narrative:
A batch record review indicates no discrepancies which could result in the complaint issue. Machine logs have been checked and there are no discrepancies that could lead to the complaint issue. Preventive maintenance have been checked and these were completed. All in process quality checks were completed and satisfactory. A photograph has been received and evaluated for this complaint. The photograph confirms the complaint issue however, does not confirm the lot number. The identified malfunction is associated with a previous site investigation. The site investigation, has been closed. A root cause investigation was opened and is now closed. The investigation identified that a buildup of glue as the most probable root cause. There is currently a revalidation program across all machines at the manufacturing plant. This issue will be monitored through the post market product monitoring review process. No additional information has been provided to date. Should additional information become available, a follow up report will be submitted.